Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a capsular bag tear occurred. A vitrectomy was performed. The surgeon placed the iol in the sulcus. Since that time, the iol never stabilized and continued to move in the sulcus, causing inflammation. The patent was treated with medications for the inflammation. The surgeon replaced the iol with a different model iol. In a follow-up, the surgeon does not feel there was any technical or manufacturing flaw related to the iol. The surgeon chose to leave the iol in the sulcus rather than the capsular bag during the initial surgery.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-distal area (not returned). The optic was torn/split (possibly cut) into pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. It was the surgeon's opinion that there was no technical nor manufactural flaw (lens was placed in sulcus). Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/25/2009 and 12/01/2009, by phone, fax, and mail. A completed questionnaire was received on 12/09/2009.